Event description:
Ous MDR - after an implantation period of approximately 3 months, undersensing was reported. The lead was successfully repositioned and remained implanted at that time.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves from (B)(6) 2017 to (B)(6) 2017 showed a varying ventricular sensing amplitude between 3 mv and 10 mv. The pacing threshold, mentioned in the complaint text, could not be evaluated as no corresponding data were included. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.